Manufacturer narrative:
Section d4: primary unique device identification (UDI) was updated. The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the white tip of the insertion set of a 20mm iliac limb x 12cm incraft aaa stent graft system broke off in the pelvic axis and remained on the amplatz wire after retraction of the faulty prosthesis in the external iliac artery. This occurred during insertion of the prosthesis as a contralateral leg over an amplatz superstiff wire via torqued iliac arteries. There was slight resistance encountered when inserting the iliac limb from the external to the common iliac artery. The separated part was retrieved with a snare sling and another incraft aaa device was used. There were no additional reported adverse events. The findings were documented radiographically, and the prosthesis parts were preserved. The deployer was incraft certified, and no cordis training or clinical personnel were present for physician advice or support. The device was stored and prepped in accordance with the instructions for use (IFU), and no damages were found on the device packaging prior to use or opening. There were no immediate or delayed adverse events reported following the incident. The patient was in good condition post-procedure and was released from the hospital. There was slight resistance encountered when inserting the iliac limb from the external to the common iliac artery. Anatomical challenges included tortuosity of the iliac artery, though not to an extreme or uncommon extent, and no severe calcification was noted. The specific clinical indication for the use of the incraft aaa stent graft system in this case was the limited space in the aortic bifurcation (18mm). The device will be returned for evaluation. The device was returned for analysis. A non-sterile ¿aaa 20mm iliac limb x 12cm¿ product was received inside a clear plastic bag. The device was unpacked for evaluation and thoroughly inspected. A kink was observed approximately 2.5 cm from the distal tip, and a separation was noted on the outer member approximately 85 cm from the distal tip. The handle was in the manufacturing position, and the prosthesis was not deployed. The distal tip was separated, and the separated piece was not returned for analysis. No other notable details were observed. The separation area was evaluated using a vision system, which revealed elongations on the edge of the separated material. These elongations are commonly associated with separations caused by material tensile overload, indicating that the device was subjected to a tensile force exceeding its material yield strength prior to the separation. The reported ¿inner member-distal tip separated¿ was confirmed as the device was received with a separated distal tip that was not returned with the device. However, the exact causes of the reported event cannot be determined. Elongations were noted on the remainder of the distal tip suggesting excessive force may have also been a contributing factor. Deployment difficulties with the incraft aaa stent graft system can arise due to several factors. Complex or highly angulated aortic anatomies can make it difficult to position the stent graft accurately, narrow or tortuous iliac arteries can impede the delivery system¿s passage, and inadequate handling or improper technique during deployment can lead to difficulties in releasing the stent graft. Based on the information available for review, it is likely vessel characteristics, procedural factors and device handling likely contributed to the reported events by the customer. According to the instructions for use, which are not intended to mitigate risk, ¿implant instructions: the following warnings and precautions apply throughout the implant procedure: ensure that the delivery system handle and delivery system sheath are parallel with the patient¿s leg. Excessive angulation where the white handle component meets the delivery system sheath may prevent delivery system sheath retraction. Do not handle the delivery system by the gold handle component since rotation of the gold handle component during positioning may cause premature deployment of the prosthesis. Before deployment ensure that the delivery system is straight and without any slack. Do not torque the delivery system more than 90° without confirming rotational response at the distal end of the device (contralateral side marker- figure 6). Do not start deployment until the delivery system is accurately placed within the vasculature and ready for deployment. When positioning the loaded delivery system, hold only the white handle component. Do not rotate the gold handle component in a counter clockwise direction, as this may result in an inability to deploy the prosthesis. When deploying the prosthesis, be sure to hold the white handle component of the delivery system firmly against a stationary object. Prosthesis components cannot be resheathed or drawn back into the delivery system without compromising the system, even if the prosthesis component is only partially deployed. If the outer sheath is accidentally withdrawn exposing the prosthesis, the device will prematurely deploy and may be incorrectly positioned. Always use fluoroscopy to verify the prostheses is completely released from the delivery system. Incomplete retraction of the delivery system sheath or incomplete displacement (pull) of the fixation release wire could lead to dislodgement of the prosthesis when you remove the delivery system subcomponent from the patient. Use fluoroscopic guidance to advance the delivery system and to detect kinking or alignment problems with the stent graft system. Do not use excessive force to advance or withdraw the delivery system when resistance is encountered. If the delivery system kinks during insertion, do not attempt to deploy the stent graft component. Remove the device and insert a new delivery system. Prosthesis migration or incorrect prosthesis deployment may require surgical intervention. Exercise particular care in areas that are difficult to navigate, such as areas of stenosis, intravascular thrombus, calcification or tortuosity, or where excessive resistance is experienced, as vessel or catheter damage could occur. Consider performing balloon angioplasty at the site of a narrowed or stenotic vessel, and then attempt to gently reintroduce the catheter delivery system. Also exercise care with device selection and correct placement/positioning of the device in the presence of anatomically challenging situations such as areas of significant stenosis, intravascular thrombus, calcification, tortuosity and/or angulation which can affect successful initial treatment of the aneurysm.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white tip of the insertion set of a 20mm iliac limb x 12cm incraft aaa stent graft system broke off in the pelvic axis and remained on the amplatz wire after retraction of the faulty prosthesis in the external iliac artery. This occurred during insertion of the prosthesis as a contralateral leg over an amplatz superstiff wire via torqued iliac arteries. There was slight resistance encountered when inserting the iliac limb from the external to the common iliac artery. The separated part was retrieved with a snare sling and another incraft aaa device was used. There were no additional reported adverse events. The findings were documented radiographically, and the prosthesis parts were preserved. The deployer was incraft certified, and no cordis training or clinical personnel were present for physician advice or support. The device was stored and prepped in accordance with the instructions for use (IFU), and no damages were found on the device packaging prior to use or opening. There were no immediate or delayed adverse events reported following the incident. The patient was in good condition post-procedure and was released from the hospital. There was slight resistance encountered when inserting the iliac limb from the external to the common iliac artery. Anatomical challenges included tortuosity of the iliac artery, though not to an extreme or uncommon extent, and no severe calcification was noted. The specific clinical indication for the use of the incraft aaa stent graft system in this case was the limited space in the aortic bifurcation (18mm). The device will be returned for evaluation.